Manufacturer narrative:
The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of inability to deploy is not consistent with the findings of continued deployment during engineering evaluation. The root cause of the reported failure to deploy could not be established with the available information. The root cause of the observed kink in distal shaft could not be established with the available information. Emdr section h6, codes c19, d15 updated to reflect results of investigation.

Event description:
The following information was reported to gore: on unknown date, a patient underwent endovascular treatment of a venous anastomosis stenosis of an arteriovenous unknown vascular graft using gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). On (B)(6) 2025, a shunt percutaneous transluminal angioplasty was performed for a distal stenosis after the vsx device implantation. The stenosis region was pre-ballooned well. A gore® viabahn® endoprosthesis with heparin bioactive surface was inserted with v18 guidewire 200 cm. The overlap between the initial implanted vsx device and the additional vsx device was 1.5 cm. Then attempt was made to deploy the additional vsx device, however a strong resistance was felt. After confirming that there was no bend in the catheter outside the body, the guidewire that had been inserted to the proximal cephalic arch was inserted more and the deployment line was pulled again, but a resistance was felt. The additional vsx device was removed and new vsx device of the same size was implanted. The patient tolerated the procedure. The physician stated that he checked the vsx device, which had the deployment failure, and found that it had reached the folded distal end of the line but stopped at the distal end.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.